Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting a patient. The customer also reported that the patient was short of breath during the alarm. The customer also reported that upon admission to the hospital hypertension was noted as well. The customer also reported that the patient was switched to a backup freedom driver without any adverse patient impact.

Manufacturer narrative:
Corrected data in h6. (B)(4) follow-up report 2.

Manufacturer narrative:
Visual inspection revealed split housings, abrasion marks on the main printed circuit board assembly (pcba) and primary motor, skewed speaker cables, and raised inserts in the housing bosses. The driver's alarm history was reviewed and revealed an alarm code that is the result of the primary motor operating at a beat rate out of specification. During investigation testing, the driver started up on the primary motor at a high beat rate resulting in a fault alarm and a subsequent transition to secondary motor operation, as designed. The root cause was determined to be a malfunction of the main pcba. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.